Manufacturer narrative:
(B)(4).

Event description:
Procedure: proximal pancreaticoduodenectomy. Customer states: during the first fire for gastric resection, the firing knob could no longer be pushed. Since the knob was not going forward anymore, the device was released from the tissue, and there was no problem. Another device was used to continue. There was a little oozing, which posed no problem. The last known patient status is that the patient is well. The account later reported that the knife blade barely cut the tissue, and that another reload was used in the same location, so there was no tissue loss. The reinforcement material?

Manufacturer narrative:
(B)(4). Date initial report sent 1/5/2015 evaluation summary: post market vigilance (pmv) led an evaluation of one gia 80-3.8 single use reloadable stapler with reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during a pancreas procedure there was a partial firing. Visual inspection of the instrument noted no abnormalities. Visual examination of the staple cartridge noted that the loading unit was fully applied and engaged in interlock. Microscopic inspection of the knife blade displayed no damage. The instrument appears to have been applied to a piece of foam media; the knife cut completely and cleanly and the remaining staple line was properly formed. The sulu was reset and reloaded into the instrument. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The IFU states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will "float" up and down in final loaded position. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.